Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the inspection by the repair department confirms that the signals are output irregularly due to damage to a serial digital interface connector of 3g/high definition on the rear panel. Therefore, it is presumed that the signals are output irregularly because normal signals are not output due to the damage to the sdi connector of 3g/high definition on the rear panel. The reported fault was likely a result of wear and tear with customer¿s mishandling. However, a definitive root cause could not be determined. Labeling review: not applicable because there is no evidence obtained that the problems are caused by misuse of the user. Olympus will continue to monitor field performance for this device. Adding d9, h3, h4

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sometimes the output signal from channel a of the video system center to the second monitor was missing. There were no reports of patient harm.